Event description:
It was reported that the ventricular lead exhibited high capture thresholds of 7.0 volts at 1.5 ms. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found the distal insulation abraded at 82 cm from the connector end. There was no metal cable exposure and coil continuity was normal.